Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the bulb was confirmed to have been non-conforming upon examination and was subsequently replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The manufacturer internal reference number is: (B)(6)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the top set of bulbs were out on the system and needed replaced. Additional information was received indicating the event occurred before a vitrectomy procedure. The auxiliary illuminator was used to initiate surgery.